Manufacturer narrative:
The investigation for the vascular damage has been completed. No product was returned for evaluation. Clinical details noted that femoral vein was damaged during cutdown when removing impella and lot of bleeding was noted. Patient required blood products and damage was repaired by vascular surgeon. The root cause of the vascular damage cannot be determined as limited clinical information was provided and unknown relation to impella.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient admitted into workup for myocarditis had an impella cp device implanted for mechanical circulatory support. The team placed an impella cp and extracorporeal membrane oxygenation (ECMO). The patient was supported for six days until the decision was made for ECMO and/or impella 5.5 pump support. The day of the impella cp explant, the team caused vascular damage during the cutdown. The cutdown caused venous damage that was repaired by the vascular surgeon. The patient survived the explant procedure.